Manufacturer narrative:
The damage found was sustained during the explant procedure.

Event description:
It was reported that the lead disloded during cardiac exercise. After an unsuccessful attepmt to reposition the lead, it was removed.